Event description:
The nurse called for assistance with programming basal rates. It was reported that the customer was hospitalized for high blood sugar levels. It was indicated that the basal rates were programmed incorrectly which caused hospitalization. No further details.